Manufacturer narrative:
(B)(4).

Event description:
A dragonfly optis catheter was used in the circumflex artery to help identify potential areas for pci treatment. It was noted that the device had difficulty being inserted into the circumflex along the guidewire due to the catheter buckling in the area between the radiopque markers 2 &3. A second guidewire was introduced into the heart in an attempt to guide the dragonfly optis catheter into the circumflex but was still unable to guide the catheter into the artery. During these attempts, it was noted that there was lost flow in the lad due to a possible dissection of the vessel wall. The damage to the lad was repaired by stenting and the procedure was ended. It is uncertain of the cause of vessel dissection.

Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation concluded that the catheter was kinked in two locations near the tip of the catheter, consistent with the event description. Visual inspection also revealed that the guidewire exit port was stretched. The catheter tip was scratched. Functional testing revealed that a 0.014¿ guidewire was able to be inserted through the tip of the catheter and out the guidewire exit port with no anomalies. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. Although the exact cause of the reported positioning issue remains unknown, the catheter damage is consistent with the reported positioning issue. The cause of the catheter damage is consistent with forcible contact during use. The dragonfly optis catheter instructions for use states the user should observe all advancement and movement of the dragonfly optis imaging catheter under fluoroscopy. The dragonfly optis catheter instructions for use states the user should always advance and withdraw the catheter slowly. Failure to observe device movement fluoroscopically may result in vessel injury or device damage. To assure proper placement do not move the guide wire after the dragonfly optis imaging catheter is in place. The dragonfly optis catheter instructions for use states that if resistance is encountered during advancement or withdrawal of the dragonfly optis imaging catheter, stop manipulation and evaluate under fluoroscopy. If the cause of resistance cannot be determined or mitigated, carefully remove the catheter from the patient. The dragonfly optis catheter instructions for use states the following complications may occur as a consequence of intravascular imaging: coronary artery spasm, unstable angina, allergic reaction to the contrast media, arterial dissection, injury or perforation, thrombus formation, abrupt closure, or total occlusion, abnormal heart arrhythmias, embolism, acute myocardial infarction, death.